Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned without its original packaging to the manufacturer for evaluation. During the evaluation of the actual sample the leaks were found in the drain line and the patient line. Although the leak was confirmed, the leak was found from the drain line only. There is no risk to the patient as the fluid has already been passed through the patient where the leak occurred. This type of leak would not be considered an MDR reportable event. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a alarm woke up the patient. The patient checked for a leak but nothing was found. The patient resumed therapy but a leak was found on the cassette and the floor was soaked with fluid. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (2 grams, intraperitoneal, one day) and ceftazidime (1 gram, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but the patient was toward the end of treatment so they did not complete treatment. The cassette was reported to be available for return to the manufacturer for evaluation.